Event description:
A lawsuit alleged the patient 'suffered physical and other injury as a result of the recalled lead' and will sustain severe physical injuries and/or death, severe emotional distress, mental anguish' due to the 'defective' lead. Eight months later, it was reported the pt was found dead at home. Device interrogation showed an apparent 'episode' had occurred. A manufacturer's representative stated 'it wasn't noise but that it was a heart in trouble.' He stated it looked like the device was behaving like it should, as programmed. There were a few short intervals but there was a wide complex rhythm, much like an agonal rhythm. No oversensing or noise was seen. One shock was delivered appropriately and successfully and the device tried 3 beats of atrial pace, bi-vent pace, but there was no capture, then went into the pre-shock, agonal-type rhythm again. There is no allegation that the death was device-related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. It is not known if the device was explanted post-mortem.